Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision at all distances and stated corrective eyeglasses did not help. The representative reported a refractive procedure had also been performed, but the patient's vision was still not acceptable. The lens was exchanged fourteen months later for another lens model and one diopter less power. It was noted the iol is not available for return. Additional information has been requested.